Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Would not fit over balance sizer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: the complaint states would not fit over balance sizer. The investigation confirmed the failure mode as reported. The returned device was transferred to bioengineering for review. A report was received stating: the complaint of ¿would not fit over balance sizer¿ appears to be justified as the femoral sizer does not slide along the distractor as intended by design. An evaluation of the parts revealed that one or more of the tangs of the collet of the femoral sizer were damaged and bent inwards which when assembled to a balanced sizer distractor column, led to an unintended level of impingement, hence the difficulty in the sliding the femoral sizer along the distractor body, reported here. Based on the scuffing of the particular tang, it is believed that the instrument was damaged, causing the tang to stress beyond its elastic limit and bend inwards, resulting in the sizer not sliding correctly up and down the distractor column. The damage to the tang is not foreseeable in normal use as the balanced sizer collet mechanism was designed such that the tangs are protected from damage by the locking nut, and the locking nut is not intended to be disassembled. The tangs of the collet of the femoral sizer are optimally designed to be sufficiently elastic to easily permit tightening in order to grip the distractor assembly without permanent deformation occurring, while being sufficiently robust to damage. If, however, the locking nut is intentionally removed and disassembled, the tangs could be vulnerable to the damage and deformation damage, as seen here could occur during use or cleaning and sterilization. The failure is believed to be due to damaged caused during unnecessary disassembly of the device and is not considered to be design related. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.